Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient was admitted to hospital with an epidural hematoma. Symptom of weakness was noted when patient went to the emergency room (ER). The location of hematoma was from the 7th cervical (c7) vertebra to 4th lumbar (l4) vertebra. The physician was uncertain what caused the hematoma.